Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR report: 1627487-2014-04054. It was reported the pt was unable to increase the stimulation due to auto-reduction. The sjm rep met with the pt for reprogramming and one lead had almost all invalid contacts. Stimulation was provided, however, the physician planned to undertake surgical intervention at a future date to address the issue. It was undetermined which lead was at issue, and both leads have been reported.